Event description:
It was reported that the endoscope reprocessor exhibited a situation where reprocessing was performed without attaching the connecting tube and used on a patient. Further, the reprocessed scope was used on a patient with the cleaning tube detached from the connector of the scope or cleaning tank. The issue was found during reprocessing for a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure and the procedure was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the event occurred because the user did not read the instruction manual carefully. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The suggested event can be detected/prevented by handling equipment in accordance with IFU. Oer-4 IFU: operation manual see attached ¿list of compatible connecting tubes¿ for compatibility. Warning: when cleaning and disinfecting the endoscope, use connectors/adapters that are compatible with the endoscope model. Otherwise, cleaning and disinfection will be insufficiently conducted. Though ¿list of compatible connecting tubes¿ include compatible devices, the latest product may not be included. If you cannot find the device, contact customer service center, service center designated by olympus, our branch, or sales agency. Olympus will continue to monitor field performance for this device.